Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00067.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During preparation for the procedure, the hospital technician accidentally kinked the pusher assembly of a smart coil while removing it from the packaging. The damage to the smart coil occurred prior to use and; therefore, the smart coil was not used in the procedure. Another smart coil was dropped and; therefore, was not used in the procedure. The procedure was completed using new coils. There was no report of an adverse effect to the patient.